Manufacturer narrative:
Device received with constant insulin flow blocked alarm due to moisture damage on force sensor resistor. Device also received with moisture damage on motor home switch. Unable to perform displacement test due to insulin flow blocked alarm.

Manufacturer narrative:
The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the alarmed insulin flow blocked which can be attributed to an occlusion of the reservoir or infusion set. No harm requiring medical intervention was reported. The insulin pump will not return for analysis.